Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tka surgery, a jrny ii bcs art isrt trl sz 5-6 9mm lt (B)(4) and a journey ii tibia insert impactor (B)(4) broke after the physician hit them with a mallet because he was trying to insert the trial poly into the journey ii tibia implant while the cement hardened. The incident added about a minute onto the surgery, until the physician removed the broken piece. The procedure was completed using the same trial broken poly. No injury was reported.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, during total knee arthroplasty surgery, a jrny ii bcs art isrt trl sz 5-6 9mm lt and a journey ii tibia insert impactor, broke after the physician hit them with a mallet because he was trying to insert the trial poly into the journey ii tibia implant as the cement hardened. The incident added about a minute onto the surgery, until the physician removed the broken piece. The procedure was completed using the same trial broken poly. No injury was reported. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.